Event description:
As reported by an edwards germany affiliate, post tpvr procedure with a 26mm sapien 3 valve in stent in thv, the residual gradient was 25mmhg. At discharge echo measurement, the gradient over the sapien 3 valve was of 80mmhg. The team performed post-dilatation with an 26mm balloon without changing or reducing the high gradient of 80mmhg. The team decided to explant the stent and both sapien 3 valves surgically. Per report, the sapien valve looked completely fine without thrombus or pannus.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device, nor applicable imagery/medical records were provided by the site. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. In this case, the reported event for increased gradients were unable to be confirmed due to unavailability of imagery and/or medical records. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. Per report, a 26mm thv was implanted inside a 20mm thv, and the valve was only inflated with 19ml instead of the indicated 23ml; therefore, it is likely the implanted valve was under expanded due to the constraint of the pre-existing valve. The under expanded valve could obstruct flow across the valve, resulting in increased gradient. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.